Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#3325894. 1-the products of this batch were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows blood oozing from the end of the septum. The root cause of this defect cannot be determined as no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further testing.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. On (B)(6) 2024, the mother was given postoperative infusion therapy, the nurse used an indwelling needle to perform venipuncture, after successful puncture the catheter was delivered into the vein, when the needle was withdrawn it was found that there was a leak of fluid, which prevented it from functioning properly, and it functioned normally after being replaced with a new indwelling needle.